Event description:
It was reported the patient was revised for pain, wear, and severe trunnionosis. The patient's lab report revealed high cobalt and chromium levels.

Manufacturer narrative:
This report will be amended when our investigation is complete.